Event description:
It was reported that during an unknown procedure, the surgeon reported that the device applied clips incorrectly (shut two clips incorrectly). No adverse event reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The clips were evaluated using a tool that is designed to determine proper formation. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.